Event description:
While being evaluated under baxter (B)(4), the spectrum device was found to not detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Evaluation found the device failed upstream occlusion testing. The device was re-calibrated to ensure accurate occlusion detection. The device passed additional upstream occlusion testing.